Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had no delivery alarm on insulin pump. The customer's blood glucose was consistently running around 300-600 mg/dl. The customer treated with manual injections and insulin pump. The product was not returned for analysis.